Event description:
(B)(4) study. It was reported that post coronary stenting treatment procedure, silent ischemia and in-stent restenosis occurred. In (B)(6) 2008, a taxus express 2 stent was implanted in a lesion located in the distal circumflex (cx). In (B)(6) 2012, coronary angiography revealed 75% restenosis in the distal cx. The restenosis was 30 mm long with a diameter of 2.75 mm. The subject experienced silent ischemia and the lesion was treated with dilatation using a non-bsc balloon catheter and two non-bsc stents (2.5 x 18 and 2.75 x 14) were implanted. In addition, 75% stenosis was noted in the left atrioventricular artery. The stenosis was 13 mm long with a diameter of 2.5mm and was treated with dilatation using an unknown balloon catheter and the placement of a 2.5 x 14 non-bsc stent. It was also reported that an arctation occurred. Antiplatelet medication included heparin7000 u (B)(6) 2012, heparin 5000u (B)(6) 2012, plavix 75mg, and bayaspirin 100mg.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).